Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2017-07442, reference MFR. Report: 1627487-2017-07443. It was reported the patient lost stimulation after slipping, but not falling to the ground. X-rays did not reveal migration or fractures, and impedance checks showed normal ranges. Patient may be awaiting surgical intervention to address the issue.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2017-07442, reference MFR. Report: 1627487-2017-07443, reference MFR. Report: 1627487-2017-08542. Follow up information identified the patient underwent surgical intervention where a possible fracture was noted on the lead. The ipg, lead and both extensions were replaced with a new ipg and a new lead. Postoperatively, effective therapy was restored.